Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patient's concern with the capsular contracture baker grade iii, rippling and intermittent pain." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases flat and weight to the spec. Cloudy in the gel observed after autoclave cycle wrinkles are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade 3, rippling and intermittent pain. "

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patient's concern with the capsular contracture baker grade iii, rippling and intermittent pain." Device has been explanted.